Event description:
It was reported that the 6800 system locked up and would not x-ray prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer, backplane, and central processing unit (cpu) were replaced during the service call. The system was tested and found to be working as intended and put back into service.